Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Oncomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. The pump was removed and replaced, and a new reservoir was placed, but the original was kept in the patient. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. The pump was removed and replaced, and a new reservoir was placed, but the original was kept in the patient. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404014 serial number: n/a batch/lot number: 1100563229 model/catalog description: cxr 18cm unique identifier (UDI) #:(B)(4). Model number/catalog number: 72404310 serial number: n/a batch/lot number: 1100632370 model/catalog description: pump ms unique identifier (UDI) #:(B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; fluid loss, and non-functioning device issues are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.